Event description:
A pt reported experiencing inaccurate high results with an otu meter. The pt's blood glucose results were 190mg/dl vs. 140 lab. Tests were done within 10 mins with a difference of 36%. Pt did not experience any adverse events. No further info has been reported.